Event description:
The refractive surgery occurred in 2000. The patient had the flap lifted and cleaned 4 months later information that the flap was lifted was received in 4/2001. V.a. Pre-op od: 20/200 os: 20/200, post-op od: 20/15 os: 20/20-2.